Manufacturer narrative:
Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, within the same surgery due to the lens tore/broke during injection into the eye. There was no patient injury. Another same model lens was implanted and the exchanged lens resolved the problem. The reporter indicated the cause of the event was unknown.